Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump subsequently shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.